Event description:
Our investigation team at prismatik received two implants with paperwork stating that two implants failed. No other information or injury was reported.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Additional information was requested but not received. File linked to submission name: 3011649314-2026-00037. Manufacturer reference: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: stock product reviewed results no stock product review as no lot number was provided. Investigation methods/results the device was returned but not in original package. There was no defect or non-conformity observed, and the threads were intact. Matter was observed, in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description the root cause cannot be explicitly determined as the issue could not be specified. However, due to the implant being defective, probable causes may be due to the implant having an inadequate function or the implant was manufactured out of the specifications. The manufacturer's internal reference number is: comp-(B)(4).